Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was observed as suture separation. The reported muted click could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, it is likely an interaction with patient anatomy or failure to maintain a stable position of the device with respect to the tissue tract contributed to the reported difficulties. The observed posterior needle tip separation likely was the reported needle to cuff miss. The reported muted click was confirmation the needle and cuff did not engage resulting in the reported needle to cuff miss. The treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: - lot #, primary UDI number updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath. Reportedly, there was a muted click when the plunger was seated. The device did not feel correct during deployment. A cuff miss occurred as the suture was not present when the plunger was removed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.